Event description:
The handpiece was returned to the manufacturer for service, and during the evaluation the device continued to run on its own. There was no pt involvement at the manufacturer during this event. There was no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service. During the evaluation a run-on condition was found and then reported. Evidence of non-stryker parts and service was found, which may have contributed to the event. Based on the investigation details, the likely cause was a failed asic motor controller, which was replaced along with the motor and other components.